Event description:
During the index procedure, the patient had two endeavor sprint drug-eluting stents implanted - one in the r-pda and one in the rca. Approximately 41 months post index procedure, the patient was admitted for treatment of aortic stenosis with bav. The following day, the patient's blood pressure had decreased. Resuscitation technique was carried out with endotracheal intubation; however, the patient expired. Death was assessed as cardiac. The investigator assessed that the event was not related to the study device.

Manufacturer narrative:
Additional information received stated that the previously reported death was non cardiac, due to sepsis.

Manufacturer narrative:
Evaluation, results, conclusions: inherent risk of procedure ¿ (death). (B)(4).